Event description:
It was reported that while the whisper guide wire and the ivus catheter were used, the guide wire became stuck. The devices were pulled out together through the guiding catheter and the tip of the guide wire was noted to be separated. The devices were removed from the patient with the guiding catheter, including the separated guide wire tip.